Manufacturer narrative:
H.3, and h.6. - the factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported to philips that the unit was not powering up. There was no report of pt involvement.